Manufacturer narrative:
Remaining fragments of the involved device have been sent to an outside laboratory for macroscopic and scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During an iliac artery aneurysm surgery performed on (B)(6) 2016, it was reported that excessive blood leaking occurred from the part of the branch graft without rings. This bleeding occurred when declamping the graft after anastomosing the main segment with the patient vessel. The bleeding finally stopped by itself without any medical or surgical intervention and the surgery was completed. The patient was reported as being fine.

Manufacturer narrative:
Remaining fragments of the involved device were analysed by an outside and independent laboratory. It consisted of a macroscopic examination and a scanning electron microscopy analysis. The laboratory concluded that no significant abnormality such as tears, loss of textile cohesion, signs of cut and holes were observed. The sem analysis corroborated the macroscopic analysis. The sem analysis pointed out presence of collagen material infiltration. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.